Event description:
The customer reported one screen went black. No patient injury was reported.

Manufacturer narrative:
The service rep tested the system and could not duplicate the problem. One monitor was going blank so the rep retreived error logs. The rep ordered an image processor in the event it is a last image hold issue or screen saver time-out issue.